Event description:
It was reported that a hair was found within the packaging when the product was opened.

Manufacturer narrative:
Review of the complaint history does not reveal any other complaints for this product/lot combination. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The mfg lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of a hair in the package would lead to infections or other bio-incompatibility of the device had been used. It cannot be determined with certainty when the hair fell into the packaging. There are procedures in place to reduce the likelihood of hairs from being introduced into the packaging. Eval codes, the implant was returned inside the poly bag and shelf carton only. Cavities and tyvek lids were not returned. No hair was found. Device history records indicate all components were manufactured and inspected to spec.